Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the touch frame and the touch frame cable assembly. The cse performed extended self-testing on the device and all tests passed. (B)(4).

Event description:
Covidien received information stating that while in use on a patient the touch frame on an 840 ventilator was blocked. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.